Event description:
A company representative received correspondence indicating under correction of "one degree" on bilateral lasik procedure. This report is for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).